Event description:
During a peripheral treatment procedure to implant a 12 fr jugular titanium greenfield vena cava filter, deployment difficulties were encountered. Following delivery, the filter legs did not open in the inferior vena cava, therefore, another jugular titanium greenfield vena cava filter was placed above the complaint filter. The procedure was successfully completed. No patient injuries or complications were reported. Current patient status is `fine.'